Manufacturer narrative:
Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). Limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number or return sample, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. No product quality related trend identified for the subclass adverse event safety request for investigation. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure packaged product quality.

Event description:
Event verbatim [preferred term] (62 y) has worn this product directly on the skin without undershirt [device use error], blistering 3rd/ 4th burns degree [burns fourth degree], blistering 3rd/ 4th burns degree [burns third degree], narrative: this is a spontaneous report from a contactable pharmacist received by pfizer from angelini hotline. A 62-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip) from an unknown date at an unknown frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The 62-year-old patient has worn this product directly on the skin without undershirt. It was reported she was at the doctor, blistering 3rd / 4th burns degree on an unspecified date. The action taken in response to the event for thermacare heatwrap was unknown. The event outcome was unknown. According to product quality complaint group included: conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). Limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number or return sample, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. No product quality related trend identified for the subclass adverse event safety request for investigation. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure packaged product quality. Follow-up (21jan2021): follow-up attempts completed. No further information expected. Follow-up (26jan2021): new information received from product quality complaints group includes investigation results. No follow-up attempts are needed/possible. No further information is expected.

Event description:
(B)(6) has worn this product directly on the skin without undershirt [device use error], blistering 3rd/ 4th burns degree [burns fourth degree], blistering 3rd/ 4th burns degree [burns third degree]. This is a spontaneous report from a contactable pharmacist received by (B)(6). A (B)(6) female patient started to receive thermacare heatwrap (thermacare lower back & hip) from an unknown date at an unknown frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The (B)(6) patient has worn this product directly on the skin without undershirt. It was reported she was at the doctor, blistering 3rd / 4th burns degree on an unspecified date. The action taken in response to the event for thermacare heatwrap was unknown. The event outcome was unknown. Additional information has been requested and will be provided as it becomes available.